Manufacturer narrative:
Device evaluation summary: the mentor product evaluation lab received a device with no complaint information attached that could not be associated with an existing complaint. During the visual evaluation, the gel of the implant was observed to be fragmented. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: currently unknown. Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2020, a mentor memoryshape breast implant 350cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, preliminary visual inspection of the device indicated that the prosthesis looked like it had been implanted in a patient. As a result, this will be conservatively reported to FDA because the device was explanted from a patient.